Event description:
A pulsar-18 t3 self-expandable stent system was chosen for treatment. According to the physician, the stent could not be released correctly. After deployment, the stent was only half as long as stated, so another stent had to be placed. The stent was 6mm in diameter and should have been 200mm long. The intervention was successfully completed with placement of a 2nd stent.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.